Manufacturer narrative:
Unit received no button response due to flattened esc button dome switch. No button error alarm. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip. Unit received with cracked belt clip slot.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.